Event description:
This patient called in to patient services on (B)(6) 2011. They stated they had been in the hospital tor about a week and had a possible infection. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).